Event description:
Four minicaps were received from a customer and it was reported the minicaps had splits. No additional information was provided. This is report 4 of 4 for this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a damaged minicap was confirmed through a sample evaluation. Visual inspection of the used sample revealed the minicap was cracked at the knit line, on the surface of the cap. The surface crack appeared when the minicap was squeezed from both sides. Pressure testing was performed with no leaks detected. It was possible that the crack occurred due to over-tightening of the minicap on the transfer set, however a definitive cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.